Event description:
It was reported that the customer was hospitalized due to ketoacidosis. The customer's blood reading was 311 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.